Manufacturer narrative:
H6: investigation summary: customer reported an issue on a bd bactec fx bottom instrument (p/n 441386, s/n (B)(6)). Customer indicated about the false positive. Bd remote assistance communicated with the customer and confirmed that the racks were replaced in ((B)(4)) and there were no false positives ever since. This is a confirmed failure of the bd product. DHR/bhr review is exempt due to the complaint being evaluated via other elements of the investigation. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. The root cause was unable to be determined. CAPA (corrective and preventive action) 1233452 was recently implemented for false positives.

Event description:
It was reported that while using bd bactec¿ fx, instrument bottom, packaged a false positive was obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "it was reported that false positive occurred. During a call to discuss false positives on the other 3 instruments at the site and bd's plan to address them cx spoke about false positive on this instrument."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument bottom, packaged a false positive was obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "it was reported that false positive occurred. During a call to discuss false positives on the other 3 instruments at the site and bd's plan to address them cx spoke about false positive on this instrument."